Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (12 mg/ml at 3.597 mg/day), clonidine (200 mcg/ml at 59.96 mcg/day), and bupivacaine (4 mg/ml at 1.1992 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a pocket fill occurred on (B)(6) 2019 during the pump refill procedure. An unknown amount of medication was outside the pump and caused the patient to have a burning sensation in their stomach and the patient was complaining of not feeling right. The patient was then transferred via ambulance to the hospital, admitted to the ICU (intensive care unit), intubated, and observed. The pump was read 24 hours after the event. The pump was not updated after the event. The pump still showed 1.3 ml in the pump. It was unknown how much drug was in the pump and how much was injected into the tissue. Per the ICU, the patient was extubated and doing better. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.